Manufacturer narrative:
Patient information was not provided. Three heater-cooler systems 3t were used during that time. It is not known which device is related to the contamination. The three heater-cooler systems have following serial number (B)(4). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the device specifically related to the case is unknown, the device manufacture date could not be determined. The manufacturing dates for the three heater-cooler devices in use at the time in the healthcare facility are 07/25/2006, 07/03/2006 and 07/21/2006. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer livanova (B)(4) learned that no further information will be provided by the customer. Moreover, the customer reported that all three devices were decommissioned. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a patient who underwent a repair of aortic dissection with insertion of decron graft on (B)(6) 2016 got infected with mycobacterium chimaera. It was reported that three heater-cooler systems were used during that time.